Event description:
It was reported that the device was showing eri (elective replacement indicator). The eri could not be cleared and the device could not be reprogrammed. Battery and lead measurements were not obtainable, and each time the quicklook screen was touched on the programmer the device reinterrogated. The technical consultant reviewed device data and stated that the device was locked in the eri state. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and determined device lock-up.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and determined device lock-up. A single unit was repaired but no other devices were repaired.

Event description:
It was reported that the device was showing eri (elective replacement indicator). The eri could not be cleared and the device could not be reprogrammed. Battery and lead measurements were not obtainable, and each time the quicklook screen was touched on the programmer the device reinterrogated. The technical consultant reviewed device data and stated that the device was locked in the eri state. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was able to be reset to normal operation.